Event description:
The customer reported that their display monitor would not power up on their acuity central station system. This resulted in a temporary inability to monitor patients centrally. There was no report of any pt harm because of the reported events. The customer did not provide any pt info.

Manufacturer narrative:
The device has been received, but we have not yet completed the evaluation.